Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the centering tab bent at the distal end of the channel. The corners of the centering tab were not formed correctly. First, the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws due to the bent centering tab. This was repeated with the same result for the second clip. The sample was disassembled to inspect the internal components. The clips were out of position and stacking on one another in the channel. The proximal end of the feeder was bent due to the clip stacking. The bent centering tab caused the clips to come out of position. If a clip misloads and the clip is not manually cleared prior to loading another clip, the clips can be held up in sequence. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. The damage to the centering tab prevented the clips from loading properly into the jaws of the applier. It could not be determined exactly how or what caused the centering tab to bend. The corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. A nonconformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" was confirmed based upon the sample received. The sample was returned with the centering tab bent at the distal end of the channel. The corners of the centering tab were not formed correctly. Upon functional inspection, the clips were unable to load properly. The sample was disassembled to inspect the internal components. The clips were out of position and stacking on one another in the channel. The proximal end of the feeder was bent due to the clip stacking. The bent centering tab caused the clips to come out of position. If a clip misloads and the clip is not manually cleared prior to loading another clip, the clips can be held up in sequence. The damage to the centering tab prevented the clips from loading properly into the jaws of the applier. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. It could not be determined exactly how or what caused the centering tab to bend. The corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. A nonconformance has been opened to further investigate this issue.

Event description:
It was reported that during a gastric resection three consecutive clips did not flare and flared during firing.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73g1800296. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a gastric resection three consecutive clips did not flare and flared during firing.